Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that they had a dual lumen provena PICC inserted (B)(6) 2018 that leaked on the external extension at the base of the red hub, that occurred during the weekly flush of the red lumen of the PICC. Another 4fr dual lumen provena was placed over the wire. No patient harm reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed; however the cause is unknown and an internal investigation is currently ongoing to determine the root cause. An initial visual observation showed use residue throughout the sample, especially within the red lumen. The ink on the extension legs was observed to be slightly worn and faded. A split was observed in the extension tubing of the red lumen just within the distal end of the luer connector. A microscopic observation revealed the fracture surface of the split in the extension tubing of the red lumen was rough and exhibited cracks/fissures and beach marks, which are indicative of material fatigue. An internal investigation is currently ongoing to determine the root cause of this splitting. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that they had a dual lumen provena PICC inserted (B)(6) 2018 that leaked on the external extension at the base of the red hub, that occurred during the weekly flush of the red lumen of the PICC. Another 4fr dual lumen provena was placed over the wire. No patient harm reported.